Event description:
Radiographs revealed breakage of the stem. During the revision surgery, the stem could not be removed. It was plated and remains implanted in the pt.

Manufacturer narrative:
Summary of evaluation: the femoral component can not be evaluated for the reported stem breakage as it has not been returned to howmedica but rather is still implanted.